Event description:
It was reported that during pre-testing, leakage was confirmed from the foley catheter when sterile water was injected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Three photos were received for evaluation. The first one shows a top view of a three-way catheter and syringe. The second photo shows the deflated balloon and tip and the last photo shows the catheter's cap ngjn1785. Visual: received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. Using the returned syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, leakage was confirmed from the foley catheter when sterile water was injected.